Event description:
The service and repair department documented that the extraction screwdriver the tip was broken off and the matrix holding sleeve had a thread that was coming undone. The issue was discovered after a surgery was completed while the sales consultant was refilling a few pans of equipment. While refilling them and looking through the instruments, it was noted that a few instruments had been broken; it is not known how or when they were damaged. There was no reported patient involvement. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
(B)(4): additional evaluation was conducted. The report indicates that the instrument was broken. The repair technician reported the inner shaft was broken. Worn out parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: inner shaft for extraction. This item was repaired, passed final inspection and returned to the customer on 4-nov-2014.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No service history review can be performed because the lot number cannot be traced. The service history evaluation is unconfirmed. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot #541391k04/4871022 no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 15-oct-2004. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.